Event description:
The pt reportedly experienced sound quality issues with his internal device. The pt has been a non-user of the device. External equipment was exchanged, however this did not resolve the issue. Testing revealed that the device is functioning. Surgery to explant the pt's device will be scheduled.